Event description:
The end-user reported a cut to his stoma located in the right lower quadrant while at work. He was seen in the emergency dept where the physician placed sutures in the stoma and stopped the bleeding.

Manufacturer narrative:
The end-user advised that while working, he leans up against a machine exactly at the level of his stoma. The end-user will follow up with his urologist and sizing of the wafer was reviewed. His personal care physician will discuss the benefits of a stoma guard. A sample was sent. Based on the available into, this event is deemed to be a serious injury. No further info was available at the time of the report. A return sample for eval is not expected. Should additional info become available, a follow up report will be submitted. Reported to FDA on (B)(4) 2014.

Manufacturer narrative:
Additional information was received on september 14, 2015. No previous investigations are available. After a thorough batch review, no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).